Manufacturer narrative:
A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is not known.

Event description:
It was reported that the patient experienced ineffective therapy from their scs system. The patient believed that the lead was placed suboptimally during the implant procedure as they were unable to provide accurate feedback regarding device placement due to other health issues at the time. In turn, the patient underwent surgical intervention on an unknown date wherein the system was explanted.